Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was due to cardiac arrest and cardiac failure. One day prior to death, the patient was admitted to the hospital for another indication. Apd therapy was ongoing up until the time of hospitalization, however, it was reported that the patient was not connected to the homechoice (hc) device during the event that caused the patient to be hospitalized. Treatment during hospitalization was unknown. Apd therapy was ongoing during hospitalization and until the time of death, however, the patient was not using his hc device. The name of the device used for apd during hospitalization was unknown and it was not reported if the patient was connected to an apd device at the time of death. Subsequently the patient passed away while in the hospital due to cardiac arrest and cardiac failure, further described as ¿his heart gave out, they couldn¿t resuscitate him¿. It is unknown if an esrd death notification available. An autopsy was not performed. A death certificate was not available at the time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.